Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. No product was returned. We are unable to confirm the reported complaint. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump alarmed no disposable clamp tubing after the cassette had been infusing for 15 hours. Patient changed cassette to backup pump and pump was running without issues. Patient reported since not getting medication for three minutes they were feeling weak. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.